Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the full lead was returned and analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty placing the lead. It was further reported that the lead helix would not retract or deploy after several attempts to fixate the lead. The physician elected to use a new lead. No patient complications have been reported as a result of this event.